Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this report is about bent needle npe. Since no drug solution came out, the needle npe was bent when the product was recapped and checked."

Event description:
It was reported that the bd micro-fine¿ pro pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this report is about bent needle npe. Since no drug solution came out, the needle npe was bent when the product was recapped and checked."

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.